Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-96055.

Event description:
It was reported the customer has been off the insulin for four weeks. Customer put the device last night and the device alarmed no delivery during lunch. Customer's mother stated the device has alarmed over 100 times no delivery and they have called in the past eight times and they are still unsure how to resolve the issues. Customer has tried using back of legs, bottom, abdomen, and front of his legs. Used different boxes of infusion set and anomaly persisted. Customer's blood glucose was 247 mg/dl. Customer removed and disposed set, unable to troubleshoot. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.